Manufacturer narrative:
One suctionaid tracheostomy 8.00 mm soft seal cuff, was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was detected in the cuff. This complaint falls within the scope of a CAPA. The investigation showed that the trend of cuff leakages to be downwards after the CAPA actions were performed. No further actions were necessary.

Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after one week in use, the tracheostomy tube had an air leak. The tube was changed out. No permanent injury was reported.